Event description:
It was reported that, "after the tka surgery in the operation room, the surgeon found a foreign material on the x-ray. The surgeon immediately performed a surgery to remove the foreign material from the patient. After the surgery, the surgeon and our sr found the broken tibial base plate trial (fractured the projected part)."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional info has been requested and if received will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.